Manufacturer narrative:
(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. As reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patients ipg was not working. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg was not working. The patient underwent an ipg replacement procedure and was doing well postoperatively.